Event description:
It was reported that intermittent loss of capture was exhibited on this pacemaker system. However, the patient is not dependent. Technical services reviewed and provided high capture thresholds were also observed. The field representative provided a device and right ventricular lead evaluation would be completed in the future. Additional information has been requested but was not provided at this time. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned for analysis at this time; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that intermittent loss of capture was exhibited on this pacemaker system. However, the patient is not dependent. Technical services reviewed and provided high capture thresholds were also observed. The field representative provided a device and right ventricular lead evaluation would be completed in the future. Additional information provided the patient was evaluated in clinic and high capture thresholds and loc were not reproducible. Clinic verified normal device function. No intervention was required. Additional information provided that this pacemaker was subsequently explanted. Another pacemaker was implanted to complete this procedure. This pacemaker has not been returned at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that intermittent loss of capture was exhibited on this pacemaker system. However, the patient is not dependent. Technical services reviewed and provided high capture thresholds were also observed. The field representative provided a device and right ventricular lead evaluation would be completed in the future. Additional information provided the patient was evaluated in clinic and high capture thresholds and loc were not reproducible. Clinic verified normal device function. No intervention was required. This pacemaker remains in service. No adverse patient effects were reported.